Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found the sensor cannula retracted inside the sensor base. Also performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specification. Unable confirm customer received sensors in said condition due to customer returned sensors opened/used.

Event description:
It was reported that the customer had a lost sensor alarm and sensor error alarm. Troubleshooting occured, and it was found that the customer did not have a sensor cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.